Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that about 4 months previous the patient started having syncope (fainting). At that time many echocardiograms' (echo's) including ramp studies were performed. Medical management was changed by stopping coreg. In the last month, the patient has been feeling well. The hospital team questioned pump placement and if the pump was working properly. A ramp study was performed which did not show great decompression of the left ventricle. A left ventriculography (lv gram) was attempted, but the patient's aortic valve was fused enough that a wire to inject dye could not pass through. The patient was placed on 1a status until it could be determined if the pump had a malfunction. Subsequently, the patient received a heart transplant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.